Event description:
Pain in the knee and water on the knee. X rays have been done and radiolucency detected. Biological assessment normal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.